Event description:
It was reported that after removing the protective sheaths (no resistance or other issue) from the device, some of the distal struts were found to be flared. The device was not used. There was no patient involvement. There was no clinically significant delay in procedure. A new device was used successfully. No additional information was provided. Returned device analysis revealed that the balloon was separated at the proximal balloon seal.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. Evaluation summary: the device was returned for evaluation. The reported implant damage was not confirmed;however, the balloon was separated at the proximal seal. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for implant damage or shaft break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.